Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it was not working properly following distal crossover of he corporal bodies resulting in erosion of the glans. It was also noted that a non-absorbable suture was left in the patient. The existing ipp and suture were removed. The patient was reported to be fully recovered and will undergo a procedure to implant a new system at a later date.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was determined that distal crossover of the corporal bodies had resulted in erosion of the glans. It was also noted that a non-absorbable suture was left in the patient. A surgical procedure was performed and the existing ipp and suture were removed. Months later, the patient underwent a reimplant surgery; during the procedure, it was found that the patient had a proximal perforation on the right side. A new ipp device was implanted. No further patient complications were reported.

Manufacturer narrative:
B5: describe event or problem was updated. H6: patient codes was updated.